Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery, sparking when charging batteries, physical damage) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. In addition, the battery charger had cosmetic damage but no indication of burning as reported by the patient. Device evaluation of batteries sn (B)(4) has been completed. The reported problem (will not power on monitor, sparking when inserted in charging) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Battery sn (B)(4) had a damaged housing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger and batteries. Battery charger sn (B)(4) mfg. Date: 05/03/2010; battery sn (B)(4) mfg. Date: 6/22/2015; battery sn (B)(4) mfg. Date: 02/12/2016.

Event description:
A us distributor reported that a patient's battery charger and batteries were non-functional. In addition, the patient reported seeing sparks when batteries were inserted in the charger.